Event description:
A malfunction alarm 30 was reported during the pumping phase, and despite attempts to resolve the issue, the cartridge alarm recurred when trying to load a new cartridge. The reported blood glucose level was 5.5 mmol/l, which is within the normal range. Customer reverted to using multiple daily injections (mdi) as a backup therapy to ensure insulin delivery remained uninterrupted.